Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set issue with four bent cannulas led to scar tissue and insufficient subcutaneous tissue at insertion sites mid abdomen upper buttock lower back leading to high blood glucose treated via correction bolus on (B)(6) 2026.